Event description:
The customer reported obtaining erroneous high accu tni (troponin I) results within the risk stratification range, for 13 pts when using unicel dxc 600i synchron access clinical system. Erroneous test results were reported out of the laboratory. Results within the normal reference range were obtained upon repeat testing on an alternate access instrument. No reports of death or serious injury, and no affect to pt treatment as a result of this event.

Manufacturer narrative:
The samples are collected in lithium heparin tubes and the specimens are sampled from the primary tubes. All 13 erroneous accutni pt results reported occurred on the same day and shift. All results initially recovered between 0.10 - 0.50 ng/nl and when reanalyzed on an alternate access system recovered at <0.10 ng/ml. The customer only provided 4 exact pt results out of the 13 pts involved in this event and are shown in the table on page 3 of this report. Quality control (qc) resulted within specifications during the time of the event. The customer loaded a new accutni reagent pack after the event and stated normal results were then obtained. An event log was not supplied. The field service engineer (fse) was dispatched. The aspirate probes were replaced (not related to event). Ran lumwash son/inc and system check which both met specifications. Ran accutni precision run and no issues were noted. The customer stated there were no further issues to report since the reagent pack was placed. Verified repair per established procedures and results me published performance specifications. A root cause for this event has not been determined.

Event description:
The customer reported obtaining erroneous high accu tni (troponin I) results within the risk stratification range, for 13 pts when using unicel dxc 600i synchron access clinical system. Erroneous test results were reported out of the laboratory. Results within the normal reference range were obtained upon repeat testing on an alternate access instrument. No reports of death or serious injury, and no affect to pt treatment as a result of this event.

Event description:
The customer reported obtaining erroneous high accu tni (troponin I) results within the risk stratification range, for 13 pts when using unicel dxc 600i synchron access clinical system. Erroneous test results were reported out of the laboratory. Results within the normal reference range were obtained upon repeat testing on an alternate access instrument. No reports of death or serious injury, and no affect to pt treatment as a result of this event.

Event description:
The customer reported obtaining erroneous high accu tni (troponin I) results within the risk stratification range, for 13 pts when using unicel dxc 600i synchron access clinical system. Erroneous test results were reported out of the laboratory. Results within the normal reference range were obtained upon repeat testing on an alternate access instrument. No reports of death or serious injury, and no affect to pt treatment as a result of this event.